Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer¿s blood glucose level was 49 mg/dl on the night of (B)(6) 2017. Customer advised the insulin pump did not suspend when they went low. Customer was unable to be reached on two separate follow up calls to troubleshoot their low blood glucose.